Event description:
It was reported that the during electrode impedance check it was noted that the combination of 0 and 1 had a very low impedance less than 50 ohms and a high current. It was noted that the outcome was an ongoing event. It was noted that no actions were taken.

Event description:
Additional information received reported that the event had resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v779499, implanted: (B)(6) 2012, product type: lead. (B)(4).